Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2016, the patient experienced looseness in patella and pain. A revision surgery was performed on (B)(6) 2022, in which gii dished ins sz7-8 11mm was explanted and replaced. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent revision approximately 5.5 years post implantation due to looseness in patella with pain. It was communicated no other information was available. Without the requested documentation/information, the root cause of the reported ¿looseness in patella¿ and pain which reportedly led to the revision could not be definitively concluded. The patient impact beyond the reported pain and subsequent revision cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use documents revealed that loosening of the implant has been identified as an adverse event. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.